Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the md inserted the sheath via the femoral artery. "Upon insertion, the balloon was not inflating on cine/manual, inflation was attempted with a strange noise gargle on taking vacuum. Blood in tubing, the balloon was replaced."